Manufacturer narrative:
Standard disclaimer on file.

Event description:
Pt reported having "flu-like" symptoms, not eating as normal on day of event. Purchased device day of event and took readings throughout afternoon and evening. Got readings from noon to 10 pm of 59, 292, 182 and 82 on device. At midnight was tested after going to hospital with reading of 430, lab confirmed reading at 458. Pt admitted and treated for uncontrolled diabetes. Prior to 10 pm reading pt called medical service center after obtaining multiple off messages on device which indicates poor technique in dosing, cleaning device, or maintenance of strips. No controls were run on device.